Event description:
Caller reported that a malfunction alarm occurred on the pump. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact. The customer was provided with information on how to reset the pump and successfully completed the reset with assistance from technical support. The malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any further issues.